Event description:
The advocate stated her mother ran blood glucose tests on 2 contour meters and received readings of 163 and 86mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and meters were sent to the customer.

Manufacturer narrative:
An empty test strip bottle was received.